Event description:
The customer reported that the system displayed an x-ray disabled error message. This error would prevent the system from performing fluoroscopy. There is no report of patient injury.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable at this time.